Event description:
It was reported that a patient underwent eye surgery on (B)(6) 2021 and suture was used. Post-op, on the first day after surgery, the patient complained of pain, lacrimation and foreign body sensation in both eyes, which were considered to be related to the surgical suture, and the patient was given postoperative eye drops. On the second day after surgery, the patient complained of intolerable pain in the left eye, which was considered to be caused by the surgical suture (the surgical suture in the right eye was the original suture, and the surgical suture in the left eye was the new suture in the hospital). The new suture was not used before, and the new suture was rather hard under the microscope during surgery. The patient had a strong foreign body sensation after surgery, and was given a second surgery to change the suture. The patient was observed postoperatively without adverse reactions. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Was prolene w2790, lot rebcth used in both eyes? What was the lot and product code of the suture used in the right eye? Why was this suture described as the original suture? What was the lot and product code of the suture used in the left eye? Why was this suture described as the new suture? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What eye drops were prescribed on post-op day 1 and were they eye drops over the counter or prescription? Did the patient undergo re-operation on both eyes to change the suture? What date did the patient undergo re-operation? What is meant by ¿the new suture was rather hard under the microscope during surgery¿ and what suture does this refer to? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Note: events reported via 2210968-2022-00633.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however according to the feedback of the sales representative, all the answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.